Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had no power and the trigger was sticking. A visual and functional assessment was performed on the device which found that the unit failed the trigger test (trigger was sticking) and the off/fwd/rev mode check (failed the safety assessment step because the device did not run and when the trigger was pressed there was no function and no motion). During repair, it was observed that there was no output voltage from the electronic control unit (ecu), the ecu wire insulation was cracked, the trigger assembly was corroded and the motor was making a grinding noise during the power test (normal wear). It was further determined that the gears were corroded (improper cleaning). Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/drill device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device failed the trigger test (trigger was sticking). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.